Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a post implant follow-up, this device exhibited an unexpected battery status, with only two years of remaining capacity now observed. Data was submitted for a technical services evaluation, whom confirmed the unit is malfunctioning and requires replacement within 28 days. No resulting adverse patient effects have been reported and to date, the unit remains implanted and in service. Field follow-up confirmed that although the patient was instructed to return for additional follow-up, they have not returned and thus, no device replacement has been performed at this time. A remote data review also indicated variability of the associated right atrial pacing impedance measurements with an x-ray image showing no obvious lead integrity anomalies. Should the patient return at a later data and explant confirmed, this event will be further updated.